Manufacturer narrative:
Batch review performed on (B)(6) 2018: lot 172194: 100 items manufactured and released on 21 september 2017; expiration date: (B)(6) 2022. No anomalies found related to the event. To date, 50 items of the same lot have been already sold without any similar reported issue. Preliminary investigation performed by washing and packaging manager on (B)(6) 2018 the displacement likely occurred due to forces experienced during transportation. This is indicated to correlate to the combination of the packaging configuration applied and the short length of the offset connector as they allow more degrees of freedom for movement within the package.

Event description:
When getting the appropriate implants for the surgeon the sales agent noticed that the inner bag of the implant was compromised. The agent had a secondary implant, same lot, to cover the case.

Manufacturer narrative:
Visual inspection performed on 28 march 2018 by packaging and washing manager: the event and the preliminary analysis are confirmed: the displacement likely occurred due to forces experienced during transportation. This is indicated to correlate to the combination of the packaging configuration applied and the short length of the offset connector as they allow more degrees of freedom for movement within the package.